Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was damaged in each device. Although a part of the tissue pad fell into the patient, it was retrieved. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the patient had been high in fat and the device had been activated without tissue between the blade and the tissue pad many times.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.